Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of the bulb was found within the barrel of the syringe.

Manufacturer narrative:
The complaint was confirmed, as other. The visual inspection noticed a green plastic inside the syringe. This green plastic piece was part of the bulb. The following CAPA (B)(4) have been submitted in order to address the molding issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿irrigation syringe bulb type non sterile".

Event description:
It was reported that a piece of the bulb was found within the barrel of the syringe.